Event description:
Caller reported a cracked and shattered touchscreen on their pump, although they could still interact with it. There was no adverse impact to the customer¿s blood glucose level reported. Tandem technical support arranged to replace the pump with one that has updated software, and the customer was informed about the availability of training in their tandem source account. The caller was also instructed to place the old pump into storage mode and return it via ups with a pre-paid label.